Event description:
The customer to report that the test pad area was blue on test strips, lot #16197a. On 2/11/97, the customer opened the first bottle from a box of fifty and noticed that the test pad was all blue. When she peformed a blood glucose test. The meter again produce the "redo" meter message. The customer stated that the back of the test pad appeared to be all blue. The customer stated that the desiccant was not present in the bottle upon opening. A check strip test was performed with the customer. The result 87 versus a check strip range of 70-96. The customer stores the test strips in the bedroom.